Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the sample was returned for evaluation. Based on the available information, the exact root cause of the reported bleeding cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that prior to the use of the angio-seal device, treatment for the occluded lesion in the proximal of right superficial femoral artery (sfa) was performed. A guidewire was inserted in the vessel using antegrade approach from the right common femoral artery, but it was difficult to pass through the artery. Then the physician changed to retrograde approach from the left common femoral artery using a parent plus guiding sheath (6fr, 50cm, angle type/medikit). As the guidewire was able to pass through the artery, plain old balloon angioplasty (poba) was performed and the procedure was successfully completed without health damage to the patient. Hemostasis for the right common femoral artery (cfa) was achieved by a balloon catheter and the angio-seal device was used for hemostasis of the left common femoral artery (cfa). The guidewire of the angio-seal device was inserted into the parent plus sheath and the locator/insertion sheath assembly was attempted to be inserted into the artery, but the assembly was not inserted due to resistance at the gap of the locator/insertion sheath. Manual compression was then applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous peripheral intervention (ppi). Whether a pre-deployment angiogram was performed or not was unknown. The size of the sheath ancillary used was 6 fr. Whether the puncture site was proximal distal to the inguinal ligament of the right common femoral artery was unknown. The vessel diameter was unknown. There was no health damage for the patient. The estimated blood loss less than 250cc. There were no other devices or equipment used with the reported product.